Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The lead was explanted due to high hv lead impedance.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted 1.9-2.5cm from the distal end of the middle segment consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 30.8-31.4cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.9-10.6cm from the distal tip. The etfe coating was intact at these locations. The report of high hv lead impedance could not be confirmed due to the condition of the lead as received.